Event description:
The patient's generator was replaced. The explanted generator has not been received to date. No further relevant information has been received to date.

Event description:
It was reported in clinic notes that the patient was recently hospitalized for breakthrough seizures and he was in status epilepticus. It was noted that they attempted to wean him off of phenobarbital by starting clobazam, it did not help controlling his seizures, phenobarbital was restarted and clobazam stopped. His father states patient has been having seizures almost every day, they are lasting for 8-10 seconds, but after the patient remains postictal for a long period of time. The vns was checked and it was noted that they didn't change settings to prevent battery from depleting more, but after the replacement they plan to change the settings for better control of seizures. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.